Event description:
"Dr (B)(6) was removing the specimen. After removing the kidney, dr (B)(6) noticed that the side of the wound retractor had torn. Dr (B)(6) is a heavy user of the gelport and he said this has never happened before. He said that he did not puncture the alexis with any instrumentation or with his hand. Patient's outcome was still positive but the or time increased due to having to reopened another gelport. Pt was not affected."

Manufacturer narrative:
Upon receipt and eval of the incident device, a final report will be submitted.